Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. The unit was thrown away. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component. Even though the device history record of the reported unit could not be reviewed since the lot number was not reported, a possible workmanship (assembly) related condition is a less likely to be a contributor based on the line controls and non-conformance report history related to this part number or failure reported. 2. Poor assembly process. A 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. 3. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The user informed that the tip of the probe was too close to the scope and broke off. If the probe rests on or becomes in direct contact with a metal object, electrode or any electrical leads, it will provide paths for high frequency current. Therefore, based on the information provided, the most probable root cause for the reported tip break is user related. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was too close to the scope and broke off.